Event description:
During a cataract extraction procedure, the patient suffered a corneal burn during the phacoemulsification portion of the procedure. Stitches were used to close the wound. No patient adverse efects have been reported.